Manufacturer narrative:
Device will not be returned.

Event description:
A report was received that the patient had their stimulator implanted on (B)(6) 2017. The stimulator created a spinal cord injury and was explanted on (B)(6) 2017.